Manufacturer narrative:
Patient sitting in electrical wheelchair was attached to a sling, ready to be lifted using a ceiling lift. Caregiver initiates lift by pressing up-button of hand control. The lift band starts to retract, and continues to retract when caregiver lets go of hand control. The retraction continues until the sling is lifted to its upper most position. Patient is left hanging by his/her leg while holding onto the sling bar. The patient is lowered to the floor using emergency lowering.

Event description:
Lift continued to lift patient until it reached top.